Manufacturer narrative:
This is a duplicate of (B)(4) with MDR# 3030677-2018-00579. Device investigation is pending the return of the device.

Event description:
It has been reported that the device is failing self-test.